Event description:
Event description guidant received information that pursuant to a chest x-ray, it was noted that this right ventricular lead had pulled back from the tissue and was not capturing or sensing. The field representative requested advice regarding what mode the device should be programmed to and was concerned about noise on the electrogram.